Event description:
The customer states that patient samples processed using a cell-dyn 3700 sl analyzer generated intermittently high platelet results that were much lower when repeated. One patient sample generated a plt=906 k/ul result that repeated as 262 k/ul. A blood smear review confirmed the 262 k/ul result. Results were not reported from the lab with no adverse impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was performed to further examine the customer issue. The investigation included a review of the complaint text and data received from the customer, a search for similar complaints and a review of labeling. On (B)(6) 2009, the customer reported discrepant platelet (plt) results on patient samples generated by the cell-dyn 3700 instrument. Patient samples had intermittently generated high plt results during the first run and much lower results when immediately repeated. The customer performed an auto-clean and verified ground wires were attached without resolution. All patient results were verified before results were reported outside the lab. The customer reported to the customer technical advocate (cta) that monthly maintenance had been performed on (B)(6) 2009 and the extended autoclean had been performed on (B)(6) 2009. The sample aspiration peristaltic pump tubing (ppt) was replaced on (B)(6) 2009 and the woc transfer ppt was replaced on (B)(6) 2009. The correct reagents were installed and no crimp reagent line was found. Quality controls were within range. The cta instructed the customer to clean the rbc/plt aperture plate and flush the rbc/plt transducer. The customer stated that cleaning the rbc/plt aperture plate and flushing the rbc/plt transducer resolved the plt issue. The customer did not have any additional discrepant results. The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, under section 10, troubleshooting guide, pages 10-27 through 10-28, provides instructions for problem identification, problem isolation, and corrective action. Page 10-29 states that a specific procedure should be performed when indicated in this chapter or at the request of the abbott customer support specialist. Chapter 10, page 10-56, indicates that imprecise or inaccurate plt data may be caused by an inadequate mixing and/or draining in the rbc/plt mixing chamber and recommends cleaning the rbc/plt aperture plate. Chapter 9, maintenance, page 9-39, indicates that cleaning of the rbc/plt aperture plate and rbc/plt transducer are as-required procedures. Chapter 3, principals of operation, flagging summary, pages 3-53 through 3-54, provides information in regards to plt flagging and indicates that a stained blood smear should be reviewed whenever a suspect population flag is present. A review of the complaint trending systems for the period (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 3700, list base number 02h31-01, for the reported issue. Additionally, the (B)(6) 2008, (B)(6) 2009 reports have been evaluated and no potential adverse trends have been identified for the reported issue; the final reports are in process. Based on the investigation, it was concluded that device maintenance contributed to the customer's event. It was determined that the cell-dyn 3700, list number 2h31-01, (B)(4) is performing as intended. No product deficiency was identified for discrepant plt results generated on patient samples. There was no systematic issue identified with the cell-dyn 3700 product line. This is the final report.